Event description:
3/29/2023 - the consumer claims the unit caught on fire while in use. The consumer did not mention if an injuries occurred.

Manufacturer narrative:
3/29/2023 - we have requested the device be returned to the manufacturer. To date, we hav not received the device. 7/9/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
3/29/2023 - the consumer claims the unit caught on fire while in use. The consumer did not mention if an injuries occurred.

Manufacturer narrative:
3/29/2023 - we have requested the device be returned to the manufacturer. To date, we hav not received the device.